Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had her battery on (B)(6) 2017, stating that her doctor had been running tests and suggested that there was a problem with the battery or her battery was "too old" and needed to be replaced. Prior to this battery replacement they did 3 hours of urological testing, and told the patient "what we found in there is very discouraging I don¿t think we can do anything for you", and patient asked what he could do for her and he said patient could wear a bag, or they could do surgery because maybe her implant was so old the batteries could be dead. During the call the patient also mentioned that prior to implant she couldn¿t control going to the bathroom but now she can control it. She can feel the urgency, go right to the bathroom and have no trouble, it¿s not like it was before. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had improved symptoms for roughly 2 years. The healthcare provider stated that they ¿anticipate dementia is preventing them from finding the answers¿ to whether the batteries lifespan was normal, or if there was an issue. The battery was evaluated and noted not to respond. It was also noted that the results of the urological testing were not related to the device or therapy. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
It was reported the patient had her battery replaced on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had her battery replaced on (B)(6) 2017.